Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead system exhibited loss of capture (loc) at maximum outputs with less than two seconds of asystole. Ventricular capture threshold test was performed and confirmed the allegation. The patient underwent a surgical intervention where the rv lead was removed from the header, tested through pacing system analyzer (psa) and good capture threshold was obtained. When the lead was inserted back into the header a good capture threshold measurement was also observed. The patient had previously underwent two surgical interventions due to a lead dislodgement that had been noted with loss of capture observations where the lead was successfully repositioned. Following those revisions a helix perforation was confirmed via x-ray and the rv lead was repositioned with good measurements. Since this was the fourth procedure with loss of capture, the physician elected to explant the pacemaker. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.